Event description:
It was reported that the magnet would not initiate magnet mode stimulation. Device diagnostics were within normal limits and the device was not a end of service. A company representative was present at the visit and attempted troubleshooting. A magnet swipe was attempted, but did not register under the magnet activation history when the magnet mode diagnostics were performed. The patient's mother performed a typical swiping pattern and the magnet activation did not register. Several magnet swipes were performed, but the activation did not occur. It was noted that several different magnets were used in attempt to initiate magnet stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Review of the available programming and magnet activation history for the generator revealed that the last magnet activation available in the history available is from (B)(6) 2013 where there were a total of 269 magnet activations at that time.

Manufacturer narrative:
Device manufacturing records were reviewed. Programming history data reviewed and confirmed magnet activations were occurring through (B)(6) 2013. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.